Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the therapy cable, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that the defibrillation therapy cable would not recognize when connected and did not work in paddles mode. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.